Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was having surgery on (B)(6) 2020 for her pain, the pain the ins was put in for. The patient reported that the ins wasn¿t helping with her pain since implant.